Event description:
Pt reported bruising after injection with juvederm (volume/concentration unknown) in one tear trough, the nasolabial folds, and the cheeks, which the pt considered "normal". Pt reported subsequently developing a "pea-sized cyst" at the injection site in the tear trough which the injecting physician injected with a steroid (not otherwise specified by the reporter) and that nodule resolved. The pt also reported that the cheeks have had persistent lumps and bumps that gives the skin in that area the texture of "acne scars". The pt stated that the injecting physician suggested an additional injection of a steroid into the cheeks to resolve the lumps, however, the pt declined that treatment. The office of the injecting physician was contacted multiple times by allergan medical to attempt to obtain additional info but has not responded.

Manufacturer narrative:
Medwatch sent to FDA on (B)(4) 2012.